Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) tsvtb10, (imp,tsv,3.7,10,mtx,mg), for evaluation. Visual evaluation was performed; a fracture has been identified on the implants collar. DHR review was completed for the subject lot number 1253162. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1253162, for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : functional : fracture : implant¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was clinician selects implant that is unable to resist long-term occlusal loading. Therefore, based on the available information, a device malfunction did occur. The fracture has been identified on the collar. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
Doctor confirmed by email that patient came with a fallen crown (screw-retained zirconia crown made on a ti base).during the examination and writing of the experience report, clinician found that the implant neck at tooth site 36 was fractured and the end of the ti-base screw was broken in the implant body. All of this made it impossible to use the osseointegrated implant and required its removal. Procedure was completed with a trepan delynov 4.0.

Manufacturer narrative:
Zimvie complaint number cmp-(B)(4). A4: patient weight unknown / not provided. D9: device availability unknown / not provided. E1: reporter name unknown / not provided.

Event description:
Doctor reported fracture of implant collar at tooth site 36. Crown came out unscrewed from zimvie tibase. Procedure was completed with a trepan delynov 4.0.